Event description:
Related manufacturer report number: 2017865-2023-15714. It was reported that the patient experienced pacing in the device pocket. It was noted that the right atrial (ra) and left ventricular (lv) lead were dislodged and pulled back into the device pocket. The physician believed the patient had twiddler's syndrome and dislodged the leads unknowingly. The ra and rv leads were explanted and replaced. No patient injury or harm occurred throughout. The patient was stable.